Manufacturer narrative:
The initial MDR 2432235-2021-00077 was filed 19-mar-2021. Additional information (23-mar-2021): the sample was inspected and found to be free of visible signs of fibrin. The customer's total human chorionic gonadotropin (thcg) calibration and quality control material performance was acceptable on the day of this event. No additional concerns related to thcg performance have been raised by the customer since this event. Siemens reviewed the auto-check, sample and reagent log files for this event. No instrument related issues were identified during the log file review. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Contributing factors such as sample integrity and/or pre-analytical variables could not be ruled out as the cause of the event. The instrument is performing within specification. No further evaluation of this instrument is needed. Adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report a (B)(6) patient sample test result was obtained from an atellica im 1600 analyzer. Siemens evaluated the available information and found no instrument issues from the date of the event. Siemens is investigating the issue.

Event description:
A (B)(6) patient sample test result was obtained from an atellica im 1600 analyzer. The initial result was not reported to the physician(s). The same sample was repeated on an alternate atellica im 1600 analyzer and a lower test result was obtained. The same sample was then repeated on the initial instrument to generate a third test result. The repeat result from the initial instrument was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) patient result.